Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse identified a defective buffer valve. The valve was replaced. No further issues have been reported. (B)(4). Associated MDR 9612296-2016-00026.

Event description:
The customer reported the au680 clinical chemistry analyzer generated falsely high sodium (na), potassium (k), and chloride (cl) results for patient samples over two days. This MDR reports the event that occurred (B)(6) 2016; please refer to 9612296-2016-00026 for the event that occurred on (B)(6) 2016. On (B)(6) 2016; multiple patient samples were identified with high na, k, and cl erroneous results. Customer provided 4 examples of the patient sample elevated recovery. The patient samples were repeated on the alternate au680 and normal results were obtained. No erroneous results were reported outside the lab. There was no death or serious injury associated with this event. Prior to the event, quality control (qc) results were acceptable and within facility generated ranges. Following the event, qc results were not passing and demonstrated the same elevated recovery.